Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the first proglide device was deployed, but hemostasis was not achieved. A second proglide device was used. On the second device, after the needle plunger was depressed and the rail suture was cut, the physician was unable to push the lever down fully. The physician tried to push the device further into the artery and push the lever down to close the foot, but the lever had to be forced down to close the foot before removing the device from the patient. The foot was closed when the device was removed from the patient. After removing the device the sutures were tightened, but there was still bleeding from the access site. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The reported foot retraction problem could not be confirmed. During analysis the lever was closed and the foot was completely retracted into the guide. The lever was re-opened and the foot was re-deployed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the device lot history record revealed no non-conformances that would have contributed to this event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.